Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An afx2 bifurcated stent graft system was implanted to treat an abdominal aortic aneurysm. The patient returned for a follow-up where computerized tomography revealed a possible type iiib endoleak of the bifurcated stent graft and aneurysm enlargement of approximately 3 mm's. An angiogram was going to be performed to confirm the leak, however, the patient had a stroke with a fall. The patient has entered hospice for end of life measures with no further evaluation or treatment planned.

Manufacturer narrative:
Based on the information received, clinical evaluation confirmed the reported type iiib of the main body and non-significant (less than 5mm) sac growth. Clinical evaluation was unable to confirm the reported patient status of being entered into hospice care with no further evaluation or treatment to be performed. Clinical evaluation also found that 9 months post implant date there was a embolization procedure to coil the inferior mesenteric artery. The most likely cause of the compromised stent graft integrity of the main body could not be determined. However, the extra manipulation to the main body stent during the embolization procedure could have contributed to this event. No procedure related harms detected. The final patient disposition could not be determined due to the lack of medical information surrounding the event. The patient reportedly has entered hospice for end of life measures. Additionally no further evaluation or treatment will be performed. A definitive root cause for the reported type iiib and sac growth could not be determined. The devices remain implanted in the patient and will not be returned; therefore, device evaluation will not be completed. The review of manufacturing lot confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system.